Manufacturer narrative:
The manufacturer evaluated the log files and measurement printouts provided by the hcp. Based on the analysis, it can be confirmed that the event occurred due to user error. Unusual measurement values for axial length provided by the iolmaster may have been caused due to dense cataract. There were no structures visible in the fixation check. There were multiple warning messages on the printouts regarding fixation check, unusual axial length, al differences between os/od and long eyes. If the iolmaster gives long al measurements (~34mm) it indicates a high myopia (ie. Long eye), and therefore cross-checking with the patient's refraction should be carried out. The recommended cross-check of measurements for plausibility and correct position of measurement marks was not performed by the user. In addition, the warning messages in the device gui were not observed by the user. According to the instruction for use the evaluation of measurement data should be performed by physicians considering the corresponding instructions for use. Users should not rely solely on measurements made using the iolmaster 700 in making decisions regarding the calculation and implantation of intraocular lenses or other therapeutic procedures but should rely on their own expertise and judgement.

Event description:
A healthcare professional (hcp) reported that there has been an incorrect surgical result after using the iolmaster 700 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange has been performed to correct the patient's vision.